Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. No report was required for this event, as information from the field indicates the device was explanted at the patients request.

Event description:
It was reported that this electrode was explanted due to a product performance issue. No additional adverse patient effects were reported. Additional information from the field indicates this device was explanted at the patients request. No additional adverse patient effects were reported.